Manufacturer narrative:
(B)(4). Upon device return, analysis found dark foreign material in the most proximal of the dispensing holes of segment 6 of the catheter. When initially tested for patency, an occlusion was seen in the most proximal of the dispensing holes.

Event description:
It was reported a volume discrepancy was noted at a patient refill on (B)(6) 2015. The estimated reservoir volume (erv) was 5.4 ml and the actual reservoir volume (arv) was 0 ml. Reported symptoms include overdose symptoms; nausea, malaise, weak legs. The healthcare professional (hcp) filled the pump, the dose was increased 6% and the patient went home. The patient was uncomfortable "in the night" and went to the hospital on (B)(6) 2015 (reported as (B)(6) 1015). Another refill was performed (reported as 24 hours and 28 hours after first reported discrepancy). At this time, the erv=19.5 ml and the arv = 18.2 ml, which was a 1.3ml discrepancy. The pump was then filled with nacl, the catheter was aspirated to remove all drug from the system and the pump was set to minimum rate. The patient was fine with oral drugs. The pump was used to deliver morphine and bupivacaine. It was initially reported the action required as a result of the event was "replacement" but, additional information reported the explant procedure was planned and would occur "as soon as the patient [felt] better". The outcome of the event was unknown. Additional information has been requested, but w as not available as of the date of this report. On 2015-05-13 additional information received reported the pump remains implanted and filled with nacl on minimal flow rate. At the moment, the patient and the hcp did not want to explant the pump. Refer to manufacturer report number 3004209178-2015-04579.